Manufacturer narrative:
Date of event: the exact date of event is not known, only that event occurred in (B)(6) 2018. This complaint is inconclusive. To date, although multiple attempts have been made to gather additional information and obtain the device for evaluation, no information has been provided. The device has not been returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure could not be verified, and root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU advises the user to reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report ((B)(4)). The medwatch report received indicated an issue with the vcare, medium (34mm) cup, item 60-6085-201a lot # 201804241 that occurred during a laparoscopic assisted vaginal hysterectomy procedure involving a (B)(6) year old white (not hispanic/latino) female in (B)(6) 2018 at the hospital. It is indicated that the device was being operated by a medical student. It was reported "as the uterine manipulator was being used with gentle pressure, as verified by the surgeon and assistant, it broke, leaving the end cap balloon and green cup inside of the vaginal canal of the patient. This left the uterus freely floating, which lead to an additional 40-minute procedure to morcellate the uterus for removal. To date, although multiple attempts have been made to gather additional information, no information has been provided. When additional information is provided, reportability of this incident will be reassessed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.